Manufacturer narrative:
The reported event of "when deploying the device a bulbous deformation was noted" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer septal occluder for implant. When deploying the device a bulbous deformation was noted. The device was removed and replaced with a non-abbott device that was successfully implanted. The patient was reported to be in stable condition.